Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was sleeping the pump entered "random" blood glucose (bg) values into the pump without user interaction and a low insulin alert occurred after customer filled cartridge with 230 units of insulin the day before. Customer's bg was 88 mg/dl. Multiple attempts were made by tandem technical support for pump data to be uploaded; however, customer did not upload or reply.